Manufacturer narrative:
The event of ipg replacement was reported to abbott. The ipg was explanted and replaced. Old ipg would not connect after being placed in surgery mode. The patient's therapy was turned on and patient has effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that after an electrode replacement on (B)(6) 2024 (related manufacturer reference number 3006705815-2024-05063), the ipg failed to establish communication with external devices. The ipg was set into surgery mode prior to the procedure. Recovery efforts were unsuccessful and the ipg was deemed inoperable. The ipg was replaced, and effective therapy was restored post operatively.